Event description:
The physician deployed a 2.5 mm diameter x 24 mm length driver sprint rapid exchange (rx) bare metal stent to treat a lesion in the lad in a patient. There were no issues reported with the delivery of the device. It was reported that while the physician was performing a kissing balloon technique, resistance was experienced and the deployed driver sprint stent was reported to be "wrinkled". Kissing balloon technique was carried out again and another brand stent was implanted overlapping with the proximal end of the driver sprint stent. No patient injury occurred and no clinical sequelae were reported. Cine image review: the procedural images confirm the delivery and deployment of the driver sprint stent across the ostium of the diagonal in the lad. Angiographic images of the vessel prior to deployment and of the stent deployment appear to show that the vessel disease may have impacted on the uniform stent expansion. There was no evidence of stent damage on the device immediately post deployment. The images also show two balloons positioned; one in the diagonal and one inside the newly deployed stent. Close up review of the proximal end of the stent positioned across the ostium of the diagonal appear to show the presence of distortion. This distortion was not present prior to the delivery of the balloons.

Manufacturer narrative:
(B)(4). Method: (x-ray, fluoroscopy, ivus, CT, MRI, etc). Results: (caused by the post dilatation balloon). Conclusion: (caused by the post dilatation balloon).